Manufacturer narrative:
(B)(4). The customer is biomed factory trained to repair the device. The biomed reported inspecting the suspect device and performed an operational verification test (ovp). The suspect device passed the test with the biomed reported issue being the battery, where during the battery test, the biomed concluded this to be the alleged fault. The biomed had ordered a replacement battery and will retest before placing into service. At this time, the suspect component has not been received by carefusion. Should any additional information received from the customer, a follow-up report will be provided.

Event description:
The user facility biomed reported the vela ventilator cycled off few a few seconds. The biomed reported the display went dark and the suspect device was not ventilating. The issue occurred during patient use and an audible alarm was present. The biomed reported there was an rt (respiratory therapist) in the room at the time of the occurrence. The rt reported cycling the power on/off, the suspect device cycled in normal operation, but decided to change the suspect device with an alternate known good unit. The suspect device was taken out of service to be evaluated by the user facility biomed. There is no report of patient consequence associated with the event.